Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device would not release from patient's tissue during a hysterectomy. The tissue adjacent to the jaws had to be resected in order to remove the device. The patient is reported to be doing fine.